Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son was reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 360 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer was treated with manual injection. The customer stated that the damage to the battery cap and cap for the battery cover was popped off. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.